Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - oss poly femoral bushings 2-pack cat#: 150477 lot#: 988360, os poly tibial bushing cat#: 150476 lot#: 872050, oss axle cat#: 150480 lot#: 627000, oss poly lock pin cat#: 150478 lot#: 645730, oss x-long finn yoke 24 min poly cat#: cp112264 lot#: 177060. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Pt identifier: - (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is reported that patient underwent a custom right extremity arthroplasty procedure and was revised approximately 11 years post-operatively due to audible "clunk" sounds with movement. It was thought that the poly was broken, but upon revision it was discovered intact. Bone resorption was also discovered, requiring longer segments to be implanted to allow for a smaller poly. No additional patient consequences were reported.